Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to specify the cause of the suggested event since the subject device was not returned to the legal manufacturer for an evaluation; the suggested phenomenon therefore could not be confirmed, and it was unknown if the device met specifications. No further presumption of cause could be established pertaining to the suggested event. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii colonovideoscope displayed scope communication errors (e315, e216 and b30) message when plugged in. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The customer further reported that when the scope was unplugged the scope error went away. Tac emailed a quick reference guide for cleaning the scope and clv-190 socket. After the customer cleaned the contacts errors e216 and b30 cleared however, error e315 still appeared when used with the clv-190. Tac advised that the scope needed to be sent in for repair. While transferring the call, the customer disconnected the call. All attempts made to reconnect with the customer have been unsuccessful. The device has not been returned for evaluation as of this report. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.